Manufacturer narrative:
The insulin pump received with blank display due to problem isolated on the motherboard. Unable to verify e15 alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to blank display.

Event description:
It was reported that insulin pump had external flash crc error.. The customer¿s blood glucose was 6.0 mmol/ l. Customer reported that they were able to clear the alarm. Customer able to complete rewind. The customer was advised the insulin pump need to be replaced. The customer was advised to refer to back-up plan. The insulin pump will be returned for analysis.